Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further informations have been requested but not yet received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿ during patient treatment. The device has been exchanged with a backup device. No patient harm occurred. Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "head error". A getinge service technician confirmed that the rotaflow drive unit, blue (serial#(B)(6), material#701022161) needs to be repaired. The affected drive was sent back to the manufacturer for repair. It was received on 2021-07-01 and during the investigation on 2021-07-14 at the getinge service department the reported failure "head error" could be confirmed. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failure could be confirmed. The product in question was produced in 2010-04-01. The review of the non-conformities has been performed on 2021-07-26 for the period of 2010-04-01 to 2021-05-31. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).